Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message," which was confirmed during the functional testing and the archive data review. The root cause of the ua07 was due to failed load cells, likely attributed to failed component(s) or mishandling such as a drop. Upon visual inspection, unrelated to the reported complaint, noted one of the head restraints on the top cover of the autopulse platform was cut/broken off, likely attributed to user mishandling. Missing or cut/broken head restraints do not render the autopulse platform non-functional. The patient head restraint wire could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints. The top cover was replaced to address the observed physical damage. The archive data indicated multiple ua07 messages on the event occurrence date, thus, confirming the customer's reported complaint. The autopulse platform failed the functional testing due to ua07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization test indicated both single-point load cell modules failed (over-reporting). The failed load cells were replaced to address the customer's reported complaint of ua07. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message and was unable to clear it. Patient use information was requested but no additional information was provided.